Event description:
It was reported that the pt was experiencing severe headaches, pain, and intermittencies. It was determined that the pt had subcutaneous irritation and neuralgia caused by a surgical knot from the prolene suture used to tie down the implant. The suture and surgical knot were removed with a linear incision under local anesthesia without complications.